Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. (B)(4). Model# and lot# of other onyx involved: model#: 105-8101-500; lot# 7473807; dom: 5/21/2009; expiration: 10/1/2011.

Event description:
It was reported the patient was admitted to hospital after experiencing stroke-like symptoms on (B)(6) 2011. The patient was diagnosed with a large intracranial left internal carotid artery aneurysm, for which she subsequently underwent successful onyx embolization on (B)(6) 2011. Final angiogram revealed 90% aneurysm occlusion and a slight extension of the onyx material went into the parent vessel. Although the extension was minimal, there was some concern due to a pre-existing narrowing of the blood vessel. On (B)(6) 2011, after an extensive episodes of emesis, the patient developed speech difficulties and right- sided weakness. New angiographic findings showed that the onyx material had shifted and resulted in further narrowing of the blood vessel. Endovascular revascularization was attempted but deemed not possible. After the procedure, the patient initially remained stable, but then later developed difficulties maintaining her blood pressure enough to keep her brain perfuse. The physician discuss with the family regarding the patient's condition and prognosis. The patient's family made final decision not to resuscitate. Subsequently, the patient expired few hours later.